Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 on a patient with long and redundant leaflets. A triclip xtw (51212r1125) was prepared per the instructions for use (IFU), inserted, positioned over the anterior septal mid segment of the valve, and crossed into in the ventricle. However, difficulties visualizing the clip occurred, and the clip became caught in chordae. Troubleshooting was performed, and the clip was able to be freed from the chordae, repositioned, and successfully deployed, attached to both leaflets. To further reduce tr, a second clip, a triclip xt (60128r1019) was then prepared per the IFU, positioned in the anterior septal commissure, and grasping was performed. However, difficulties visualizing the clip occurred, and while attempting grasp the leaflets, the septal leaflet became caught on the grippers. Troubleshooting was performed, and the clip was able to become free. It was noted at that time that there was increased movement with the first clip, likely due to engagement of the septal leaflet with the second clip. The second clip was then successfully deployed on both leaflets, stabilizing the first clip, and reducing tr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult positioning in anatomy and difficult imaging were due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.